Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that on december 7th, the device was alarming, then shut off on its own while being used on a patient. The unit was swapped and the infusion continued. There was no harm or negative impact to the patient.

Manufacturer narrative:
The complaint of device shut off was not confirmed. The system was reported as being used for treatment purposes review of the pcu event log showed the pcu was powered on at 3:34 pm on 7 december 2020; same patient and same profile (nicu) were selected. The user selected ¿options¿ and ¿battery run time¿ before the system was powered off. The devices were not programmed for use on the reported event date. Review of the pcu error log showed no errors were recorded on the reported event date. Pcu sn (B)(6). Inspection of the device showed no anomalies. The pcu passed preventative maintenance. Lvp sn (B)(6). Inspection of the device showed no anomalies. The device passed preventative maintenance. Lvp sn (B)(6). Nspection of the device showed no anomalies. The device passed preventative maintenance. Syringe module sn (B)(6). Inspection of the device showed no anomalies. The device passed preventative maintenance. Syringe module sn (B)(6). Inspection of the device showed cracks on the inside of the front case at the barrel clamp insert. The device failed preventative maintenance due to instrument inspection; however, this was incidental and did not affect the function of the device the root cause of the complaint of device shut off was not identified. Inspection: pcu sn (B)(6). The pcu was received in fair condition. The instrument seal was intact. Dried fluid was observed on the male iui. All parts are manufactured by bd. The pcu was disassembled and no anomalies were observed. Battery date code= 1850 (december 2018) lvp sn (B)(6). The device was received in fair condition. The instrument seal was missing. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with door operation. Latch sear are installed properly and did not interfere with door operation. All inspected parts were bd manufactured. The device was disassembled and no anomalies were observed. Bezel was observed in good condition (date code:january 2019) lvp sn (B)(6). The device was received in fair condition. The instrument seal was intact. Dried fluid and corrosion were observed on the male iui dried fluid observed on the female iui platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with door operation. Latch sear are installed properly and did not interfere with door operation. All inspected parts were bd manufactured. The device was disassembled and no anomalies were observed. Bezel was observed in good condition (date code:january 2019) syringe module sn (B)(6). The device was received in fair condition. The instrument seal was intact. Dried fluid was observed on the male iui dried fluid was observed on the female iui crack observed on the handle. All inspected parts were bd manufactured. The device was disassembled and no anomalies were observed. Syringe module sn (B)(6). The device was received in fair condition. The instrument seal was peeled up. Dried fluid and corrosion were observed on the male iui dried fluid was observed on the female iui crack observed on the front case under the barrel clamp crack observed on the inside of the front case at the barrel clamp insert. All inspected parts were bd manufactured. Log analysis results: the customer provided an event date of (B)(6) 2020. Review of the pcu error log showed no errors were recorded on the reported event date. Review of the pcu event log showed the pcu was powered on at 3:34 pm on (B)(6) 2020; same patient and same profile (nicu) were selected. The user selected ¿options¿ and ¿battery run time¿ before the system was powered off. Test results: pcu sn (B)(6). Alaris system maintenance v9.8.1 was used to preform preventative maintenance. The pcu passed all tasks. Lvp sn (B)(6). Alaris system maintenance v9.8.1 was used to preform preventative maintenance. The device passed all tasks. Lvp sn (B)(6). Alaris system maintenance v9.8.1 was used to preform preventative maintenance. The device passed all tasks. Syringe module sn (B)(6). Alaris system maintenance v9.8.1 was used to preform preventative maintenance. The device passed all tasks. Syringe module sn (B)(6). Alaris system maintenance v9.8.1 was used to preform preventative maintenance. The device failed the instrument inspection task due to cracks on the front case. The device passed all other tasks. Test method information: dir 10000360035 (electrical safety test method) device history review: pcu sn (B)(6). A review of the device history record showed the device had a manufacture date of 05/13/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for source device pcu sn (B)(6). Was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the source device pcu sn (B)(6). Which did not confirm similar complaints with the same or related failure mode for this customer. Lvp sn (B)(6). A review of the device history record showed the device had a manufacture date of 06/04/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for source device lvp sn (B)(6). Was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the source device lvp sn (B)(6). Which did not confirm similar complaints with the same or related failure mode for this customer. Lvp sn (B)(6). A review of the device history record showed the device had a manufacture date of 06/04/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for source device lvp sn (B)(6). Was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the source device lvp sn (B)(6). Which did not confirm similar complaints with the same or related failure mode for this customer. Syringe module sn (B)(6). A review of the device history record showed the device had a manufacture date of 06/20/2004. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for source device lvp sn (B)(6). Was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the source device lvp sn (B)(6). Which did not confirm similar complaints with the same or related failure mode for this customer. Syringe module sn (B)(6). A review of the device history record showed the device had a manufacture date of 03/15/2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for source device lvp sn (B)(6). Was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the source device lvp sn (B)(6). Which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that on december 7th, the device was alarming, then shut off on its own while being used on a patient. The unit was swapped and the infusion continued. There was no harm or negative impact to the patient.